Event description:
The customer reported an unspecified charge/shock issue during a patient event. There was no negative patient impact reported as another defibrillator was available for use.

Manufacturer narrative:
(B)(4): the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.